Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under-infusion during therapy. The device was set as a secondary infusion programmed to deliver 1.75gm/500ml of vancomycin at a rate of 167ml/hr. With an anticipated run time of 3.3 to 3.4 hours. The infusion was found to take about 5 hours. It was reported the fluid bag had roughly 50-75ml of overfill/additional volume to be infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'under-infusion' was verified during evaluation when a rate of 50 ml/hr and a volume to be infused of 12.5 ml yielding failing results out of specification (11.840 ml / -5/28%). The device was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.